Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a damaged cannula tip. Damage to the balloon near the cannula tip was also noted. The balloon was functionally tested and it was unable to retain air. Based on the condition of the returned unit, it is likely that the cannula tip damage was caused by force applied at the cannula tip by an instrument that was inserted through the trocar during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. The damage to the balloon was likely a direct result of the damaged cannula tip. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic sigmoid colon resection." Event description: "at the end of this case, dr. [Name] went to deflate the balloon and watch it deflate under direct visualization.it was at this time that he noticed a crack in the trocar, running from the distal end of the cannula up to the balloon. The doctor also noticed that the balloon was already deflated. He removed the trocar and closed the patient." Additional information received via email on 08-dec-2017 from account manager: "the surgeon and staff do not know how the fracture occurred- they did not notice the fracture until the end of the case." The fracture did not cause particulation. This port was not used with a robot. The method of insertion was direct entry. There was no visible damage to the balloon, however, the balloon did leak. There were no scratches on the shaft of the trocar. There was no damage to the check valve that the surgeon or staff were aware of. Metal retractors were not used. The balloon did not burst. The balloon leaked. "The doctor inflated it at the beginning of the case and it had become deflated by the time he went to remove the trocar (which is when he noticed the fracture in the cannula)." No sharp instrumentation came in contact with the balloon that anyone in the or was aware of; "however, it is possible that this could have happened." Type of intervention: "he removed the trocar and closed the patient." Patient status: no patient injury.